Manufacturer narrative:
(B)(4).batch # t93c98. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the following actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and in addition, 5 clips were found inside the clip track. Possible causes for the damage found is due to the jaws possibly being restricted during firing or possibly due to the jaws not being fully through the trocar during firing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown urology procedure, clip applier was not forming clips or working. It is unknown how the case was completed. There were no patient consequences reported.